Manufacturer narrative:
Brand name: optiflux 160nre dialyzer finished assy. Corrected catalog: 0500316e, UDI# (B)(4). A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A hemodialysis (hd) clinic manager reported during hd treatment the machine alarmed of a blood leak during treatment. Blood was noted coming from the arterial port of the dialyzer into the dialysate. The patient's treatment was terminated without returning the patient's blood. Patient experienced greater than 100 ml of blood loss. Additional follow-up revealed the patient was connected to the 2008t hd machine when the blood leak was observed. The 2008t hd machine generated a blood leak alarm approximately a minute after the hd therapy was initiated. The patient¿s dialysate flow rate (dfr) was 600 and the patient¿s blood flow rate (bfr) was 450. The leak was noted as being an internal blood leak within the dialyzer, and no external leak was noted. No damage to the dialyzer or packaging was observed. Blood was visually noted and a blood leak test strip was not used. No patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient was able to complete treatment with new supplies on another machine without issue. The patient dialyzed 3 times a week. The sample was discarded.

Manufacturer narrative:
Plant investigation: a production records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. The review included a check of non-conformance, rework, labeling, process controls, and any other occurrence in production potentially related to the reported complaint. The production record was reviewed and there was no indication of product non-acceptance or deviation in the manufacturing process potentially related to the complaint. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria.

Event description:
A hemodialysis (hd) clinic manager reported during hd treatment the machine alarmed of a blood leak during treatment. Blood was noted coming from the arterial port of the dialyzer into the dialysate. The patient's treatment was terminated without returning the patient's blood. Patient experienced greater than 100 ml of blood loss. Additional follow-up revealed the patient was connected to the 2008t hd machine when the blood leak was observed. The 2008t hd machine generated a blood leak alarm approximately a minute after the hd therapy was initiated. The patient¿s dialysate flow rate (dfr) was 600 and the patient¿s blood flow rate (bfr) was 450. The leak was noted as being an internal blood leak within the dialyzer, and no external leak was noted. No damage to the dialyzer or packaging was observed. Blood was visually noted and a blood leak test strip was not used. No patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient was able to complete treatment with new supplies on another machine without issue. The patient dialyzed 3 times a week. The sample was discarded.

Manufacturer narrative:
PMA/510(k) #: k002761.

Event description:
A hemodialysis (hd) clinic manager reported during hd treatment the machine alarmed of a blood leak during treatment. Blood was noted coming from the arterial port of the dialyzer into the dialysate. The patient's treatment was terminated without returning the patient's blood. Patient experienced greater than 100 ml of blood loss. Additional follow-up revealed the patient was connected to the 2008t hd machine when the blood leak was observed. The 2008t hd machine generated a blood leak alarm approximately a minute after the hd therapy was initiated. The patient¿s dialysate flow rate (dfr) was 600 and the patient¿s blood flow rate (bfr) was 450. The leak was noted as being an internal blood leak within the dialyzer, and no external leak was noted. No damage to the dialyzer or packaging was observed. Blood was visually noted and a blood leak test strip was not used. No patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient was able to complete treatment with new supplies on another machine without issue. The patient dialyzed 3 times a week. The sample was discarded.

Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A hemodialysis (hd) clinic manager reported during hd treatment the machine alarmed of a blood leak during treatment. Blood was noted coming from the arterial port of the dialyzer into the dialysate. The patient's treatment was terminated without returning the patient's blood. Patient experienced greater than 100 ml of blood loss. Additional follow-up revealed the patient was connected to the 2008t hd machine when the blood leak was observed. The 2008t hd machine generated a blood leak alarm approximately a minute after the hd therapy was initiated. The patient¿s dialysate flow rate (dfr) was 600 and the patient¿s blood flow rate (bfr) was 450. The leak was noted as being an internal blood leak within the dialyzer, and no external leak was noted. No damage to the dialyzer or packaging was observed. Blood was visually noted and a blood leak test strip was not used. No patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient was able to complete treatment with new supplies on another machine without issue. The patient dialyzed 3 times a week. The sample was discarded.